Event description:
A 500 cc bag of d10 isop was hung. It appears from looking at the device log that the nurse initially had trouble programming the alaris pump. The nurse sought assistance from another nurse, and the pump was programmed to infuse 1 cc per hour. Later, the patient's diaper was noted to be soaked. The nurse checked the IV rate and the site, but noted nothing unusual. Later the nurse checked the patient's diaper and noted the diaper was soaked and the linens were wet. The IV bag was empty. The physician was immediately notified. Treatment consisted of insulin administration and the paitent's blood sugar returned to normal with no permanent injury.